Manufacturer narrative:
(B) (4).

Event description:
At the first scheduled pump refill visit, it was determined that the pump was flipped. On (B) (6) 2010, it was reported that telemetry confirmed a non-critical alarm was occurring; the alarm was due to the low reservoir volume being reached. The pt did not experience any symptoms related to the low reservoir alarm or flipped pump. During revision surgery on (B) (6) 2010, it was determined that the sutures had broken; the cause was unk. The pump was repositioned and suture down by all suture fixtures. The pump was refilled and the pt was discharged without any known complications. The device system was used to deliver lioresal.